Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator display went black. The ventilator did not stop cycling. There was no patient harm reported as a result of the event.